Event description:
It was reported that while unpacking the device for a coronary drug eluting stenting treatment procedure, a size discrepancy was noted. When unpacking the product, the box indicated that the taxus express2 atom drug eluting stent was a 2.25x20mm taxus atom however, the manifold indicated that the device was a 2.25x24mm stent. The procedure was completed with another taxus express2 atom stent. As there was no pt involvement, no complications occurred.